Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The distributor reported that a surgeon had noticed several cases where the carpal component of the uni 2 prosthesis had moved forward. The stem moves forward and the screws remain at the original position. Subsequently, the screws separate from the component and as a result, this misaligns the poly and leads to a luxation. In one reported case, the pt had no revision done. No lot or product identification reference numbers were provided by the reporter. Integra has requested additional info.